Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 20jul2017 through aware date (B)(4) 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting and chapter 1- introduction & applications state the following: 1.4 storage and stability the unopened tskgel g8 variant hsi column should be stored at 4-15°c in a cool location away from direct sunlight. The column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. The most probable cause of the reported event was due to the column being used past warranty.

Event description:
It was reported that the customer's quality control (qc), tosoh lot# 7081, was running high on their g8 analyzer after calibration was completed. The column count was reported to be 4000 injections. Technical support (ts) explained that the column was past the warranty of 2500 and advised the customer to replace the column, recalibrate and re-run controls. The customer stated that they did not have a column on site to replace the old one. Ts sent a replacement column to the customer overnight. Two days later, ts called the customer to follow up. The customer stated that they had received and installed the new column, recalibrated, and re-ran controls. No further issues were noted. No further action was required by technical support. This event caused a delay in reporting hba1c patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.